Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smart assist section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The user facility reported a patient post in postcardiotomy cardiogenic shock (post open-heart surgery) was implanted with an impella 5.5 device for mechanical circulatory support and while on support, the patient had bleeding from the chest. Many blood products were provided, anticoagulation was withheld, and the patient had a washout. Of furthermore, the impella had high purge pressure. Tissue plasminogen activator was added to the purge. Although the purge pressure and flows normalized after some time, the team did not want to risk purge problems with the impella pump again in the late evening. Therefore, the cardiology team decided to place an intra-aortic balloon pump and remove the impella 5.5 pump, which was completed without incident.

Manufacturer narrative:
The investigation for high purge pressure has been completed. No product was returned for evaluation. The data logs were reviewed and purge pressure experienced a sudden increase likely due to biomaterial ingestion on day two of support. The increased purge pressure values were not high enough to trigger a "high purge pressure" alarm until day six of support. Clinical details noted that the patient had just received a mitral valve replacement and tricuspid valve repair in open heart surgery and was receiving lots of blood products while on support. Dextrose 5% in water with sodium bicarbonate was present in purge solution at time of ingestion. Once high purge pressure alarms were triggered, tissue plasminogen activator (tpa) protocol was initiated and purge values were returned to a normal range. Additionally, heparin was added to the purge after tpa was completed. The root cause of the high purge pressure was most likely due to biomaterial ingestion. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ b.1 adverse event was selected on the initial manufacturer device report 1220648-2024-11961 and should not have been. B.5 adverse event of access site bleeding mentioned in narrative on initial manufacturer device report number 1220648-2024-11961 should be omitted due to event was unrelated to impella device. B.6/b.7 information in b.6 submitted on the initial manufacturer device report number 1220648-2024-11961 belongs in b.7. B.7 was updated on this report to reflect this information. D.4 revised model number from the initial submission of manufacturer device report number 1220648-2024-11961 in accordance with updated procedures. H.1 type of reportable event was revised to reflect malfunction based off the information received that the adverse reported in the initial manufacturer device report number 1220648-2024-11961 was unrelated to the impella device. H.6 codes 1888, 4643 and 4641 were reported incorrectly on manufacturer device report number 1220648-2024-11961. New codes have been added to health effect - clinical code and health effect - impact code. H.10 instructions for use were updated based off the information received that the adverse reported in the initial manufacturer device report number 1220648-2024-11961 was unrelated to the impella device.